Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm and insulin squirted out during the manual prime. The customer was disconnected during the prime. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be returned for analysis.